Manufacturer narrative:
Device manufacture date: march 31, 2016 - april 1, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A functional flow rate test was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a multirate infusor. The reporter stated that the device was left open for many hours and did not deliver any product. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.